Event description:
It was reported that during a cardiac ablation procedure, a system notice was received indicating the device detected liquid and the console gave an error when passing through the right upper pulmonary vein. The catheter was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the afapro28 balloon catheter with lot number 27655 were returned and analyzed. Patient file #2 showed 14 applications were performed using catheter with lot number 27655. The reported issue was not observed in the log/data/multimedia files. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for eight applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n-170 (stating that the system detected a lower than expected flow rate at the start of balloon ablation indicating treatment underflow for the balloon). Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-acted as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed. The guidewire was observed with a blocked pathway using the x-ray. The guide wire lumen was blocked with dried saline/heparin or coagulated blood. In conclusion, the reported issue (liquid system notice) was reproducible. The balloon catheter failed return inspection due to a guide wire lumen kink and breach. Additionally, the guide wire lumen was blocked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.